Manufacturer narrative:
A bec field service engineer (fse) noted that condensation was dripping off of the barrier chamber on to the power board. Water on the power board shorted out the board, causing the reported effect. The power board was replaced and a condensation shield was installed. The shield was developed by the centrifuge supplier for use in such situations. The centrifuge model is obsolete. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) to report a sparking and flames on the allegra 21r centrifugation instrument when it was not in use. The unit was unplugged. No injury was reported.